Event description:
It was reported that the external charger for the ilet bionic pancreas was not charging the device, and a replacement charger was arranged with guidance to use a compatible 10 w qi-rated charger. Symptoms included no clinical symptoms. Outcomes included no impact on health and no hospitalization. Investigation included customer troubleshooting and education performed remotely by support. Investigation of this case revealed a nonfunctioning external charger with no device alarms or alerts reported. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the charger consistent with component failure.